Manufacturer narrative:
D2b product code (pro code): itx. The device was returned for analysis. Visual inspection revealed the anchor housing was detached. Impedance testing showed an electrical open between 70-80 cm distal from the distal housing. Inspection of media provided by the customer showed the anchor housing was detached and the telescope kinked.

Event description:
It was reported that a catheter issue occurred. The patient presented with 60% iliac vein stenosis. The oc35 imaging catheter was advanced for ultrasound examination of the non-calcified and non-tortuous target lesion. As the catheter was being moved to position for imaging the vessel, the telescope hub and telescope catheter became disconnected and at the same time, a halo was noticed around the image on the screen. The device was removed, and the procedure completed using an alternate device. There were no patient complications.

Manufacturer narrative:
D2b product code (pro code): itx.

Event description:
It was reported that a catheter issue occurred. The patient presented with 60% iliac vein stenosis. The oc35 imaging catheter was advanced for ultrasound examination of the non-calcified and non-tortuous target lesion. As the catheter was being moved to position for imaging the vessel, the telescope hub and telescope catheter became disconnected and at the same time, a halo was noticed around the image on the screen. The device was removed, and the procedure completed using an alternate device. There were no patient complications.